Manufacturer narrative:
Na.

Event description:
While complaining of issues with multiple devices, the customer stated that they have two accu-chek inform ii meters (serial numbers (B)(4)) that had glucose results for an unspecified number of patients that were 40 to 50 mg/dl different from results obtained with laboratory testing. The meters are used for measuring initial fasting glucose results for glucose intolerance testing. On either (B)(6) 2018, a patient sample tested on meter serial number (B)(4) had a result that was 40 to 50 mg/dl different from the laboratory test result. The specific glucose values were not provided. The customer mentioned that this meter displayed an error one day prior. The customer provided data for a second patient that had an erroneous glucose result when testing with meter serial number (B)(4). On (B)(6) 2018, a venous sample was collected from this patient. The sample was tested on meter serial number (B)(4), resulting with a glucose value of 153 mg/dl. The sample was immediately sent to the laboratory and was centrifuged within 30 minutes. The sample was then tested in the laboratory, resulting with a glucose value of 100 mg/dl. The same vial of test strips was used for testing on both meters. Controls were tested on both meters within 24 hours of patient testing. No adverse events were alleged to have occurred with the patients. The customer's product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The customer's test strips were returned and investigated with a retention meter and retention controls. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 55 mg/dl, 57 mg/dl, 55 mg/dl, level 2: 324 mg/dl, 321 mg/dl, 321 mg/dl. All returned results are within acceptable ranges. No information was provided that would point to a cause for the result discrepancy.